Event description:
The biomedical engineer reported that they were not seeing any patient data appearing on 5 of his sectors that were being monitored through the tele system (central nurse's station (cns)). Nihon kohden technical support (tech support) gave him some troubleshooting steps on how to reboot the multiple patient receivers (orgs) and the cns. Then they were able to restore signal. The biomed called back a second time to state that another cns was having the same issue. They stated they would be rebooting org's again and would call back with more information. Qa inquired whether the org issue was resolved for the second issue and was told that the issue was resolved by rebooting the org. Qa also asked for the org info for the second issue and other concomitant device information but the customer did not provide that information. Therefore, both incidents will be reported in one report. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that they were not seeing any patient data appearing on 5 of his sectors that were being monitored through the tele system (central nurse's station (cns)). Nihon kohden technical support (tech support) gave him some troubleshooting steps on how to reboot the multiple patient receivers (orgs) and the cns. Then they were able to restore signal. The biomed called back a second time to state that another cns was having the same issue. They stated they would be rebooting org's again and would call back with more information. Qa inquired whether the org issue was resolved for the second issue and was told that the issue was resolved by rebooting the org. Qa also asked for the org info for the second issue and other concomitant device information but the customer did not provide that information. Therefore, both incidents will be reported in one report. No patient harm reported. Investigation conclusion: attempts to obtain further information were made, but the customer did not provide the additional information required in follow up attempts. The root cause of the issue cannot be determined. As the issue occurred with multiple cns's and the issue was resolved by rebooting the systems, the most likely root cause is user error- failure to perform preventive maintenance. The operator's manual for the cns states that the system should be rebooted every three months to avoid instability of the system. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the org, but model and serial number information was noted as no information (ni), as attempts to obtain information for the concomitant devices and the second org were made but information was not provided. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Multiple patient receiver (org) 2nd unit: model: ni. Sn: ni. Telemetry transmitter(s): model: ni. Sn: ni.

Manufacturer narrative:
The biomedical engineer reported that they were not seeing any patient data appearing on 5 of his sectors that were being monitored through the tele system (central nurse's station (cns)). Nihon kohden technical support (tech support) gave him some troubleshooting steps on how to reboot the multiple patient receivers (orgs) and the cns. Then they were able to restore signal.the biomed called back a second time to state that another cns was having the same issue. They stated they would be rebooting org's again and would call back with more information. Qa inquired whether the org issue was resolved for the second issue and was told that the issue was resolved by rebooting the org. Qa also asked for the org info for the second issue and other concomitant device information but the customer did not provide that information. Therefore, both incidents will be reported in one report. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that they were not seeing any patient data appearing on 5 of his sectors that were being monitored through the tele system (central nurse's station (cns)). Nihon kohden technical support (tech support) gave him some troubleshooting steps on how to reboot the multiple patient receivers (orgs) and the cns. Then they were able to restore signal.the biomed called back a second time to state that another cns was having the same issue. They stated they would be rebooting org's again and would call back with more information. Qa inquired whether the org issue was resolved for the second issue and was told that the issue was resolved by rebooting the org. Qa also asked for the org info for the second issue and other concomitant device information but the customer did not provide that information. Therefore, both incidents will be reported in one report. No patient harm reported.